Event description:
It was reported that a patient went into asystole while the infinity m300 was in standby and the patient passed away. No alarms were issued because the m300 was in standby. Though there was no allegation the device cause or contributed to the patient outcome, this case represents a use error of the device during an event where the involved patient died. The device was inadvertently left in standby mode resulting in the device not providing an asystole alarm. The infinity m300 patient worn monitor is used with the infinity central station (ics). Standby mode is used to temporarily interrupt patient monitoring. This may be used when a patient is taking a shower of taken off unit for a procedure/imaging, etc. For the m300, standby mode can only be enabled from the ics. When standby mode is enabled, the user must select the duration (5 minutes, 10 minutes, 20 minutes, 30 minutes, 1 hour, 2 hours, 3 hours). The default setting is 1 hour. Standby mode has the following effect: the standby banner is displayed in the waveform area of the ics main screen, in the bed-view of the patient and in the bed¿s header bars. The standby banner appears at the m300. With the exception of offline alarms, all monitoring (including audible and visual alarm signals) are suppressed at the ics and at the monitor. Active alarms are considered acknowledged. All recordings are canceled. Waveforms continue to display if available at the ics along with the patient name, bed label, parameter labels, and scales. All bedview buttons appear unavailable for selection except for trends/data, admit/standby, main screen, and print screen. You can exit standby mode from the ics or the m300.

Manufacturer narrative:
The product risk management report was reviewed, and no new risks were identified.

Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
It was reported that a patient went into asystole while the infinity m300 was in standby and the patient passed away. No alarms were issued because the m300 was in standby. Though there was no allegation the device cause or contributed to the patient outcome, this case represents a use error of the device during an event where the involved patient died. The device was inadvertently left in standby mode resulting in the device not providing an asystole alarm. The infinity m300 patient worn monitor is used with the infinity central station (ics). Standby mode is used to temporarily interrupt patient monitoring. This may be used when a patient is taking a shower of taken off unit for a procedure/imaging, etc. For the m300, standby mode can only be enabled from the ics. When standby mode is enabled, the user must select the the duration (5 minutes, 10 minutes, 20 minutes, 30 minutes, 1 hour, 2 hours, 3 hours). The default setting is 1 hour. Standby mode has the following effect: the standby banner is displayed in the waveform area of the ics main screen, in the bed-view of the patient and in the bed¿s header bars. The standby banner appears at the m300. With the exception of offline alarms, all monitoring (including audible and visual alarm signals) are suppressed at the ics and at the monitor. Active alarms are considered acknowledged. All recordings are canceled. Waveforms continue to display if available at the ics along with the patient name, bed label, parameter labels, and scales. All bedview buttons appear unavailable for selection except for trends/data, admit/standby, main screen, and print screen. You can exit standby mode from the ics or the m300.